Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist/gears were getting caught on tissue. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site's robotics coordinator (roco) reported the surgeon was able to extricate the tissue from the gears, but this added time to the procedure. There was no tissue damage, no bleeding, and no cutting required. The instrument will not be returned as the site plans to continue its use.